Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was obtaining no more than 2 coupling bars. The patient's wound had healed and last week they were seeing 8 bars, but since it's been back to 2 bars and was inconsistent. The rep stated they could feel the ins moving around in the pocket. The patient was at 75% with their ins today and when the patient was able to get 8 bars last week, they charged in less than 1 hour. The impedances were stated to be fine and it was stated it was plausible the ins may have flipped (since seeing 8 bars last week) but that imaging hadn't been done. They were walked through antenna locate and were getting ranges around 50-60, with an average in low 50s, even when turning the antenna dial. At one point, they had a low of 50 with an average of 64 and started a recharge session in that position and obtained no bars. Imaging was suggested to confirm orientation of ins and to discuss pocket revision with the surgeon to better secure the ins in the pocket. The rep stated they had already planned doing this. Adhesive discs were requested. A second call was received on this same day by the same rep and they stated the patient "flipped the ins in their chest manually" and got all 8 coupling bars. It was reported the rep would be following up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having difficulty using their charger. They weren¿t using the shoulder harness and not getting the coupling bars that they were expecting. The rep had educated the patient and told them to call patient services for additional support. The patient reported they were seeing empty coupling bars, no black boxes, and able to charge up to 50%. The patient came up on the phone and they indicated they felt extra space, fat. They reported they felt the ins was deeper and not protruding, but did feel the ins, only the top corner of the ins. The patient indicated they tried sitting and standing and the extra recharger they had, reported only empty boxes. The patient indicated their wife had helped using the holster and seeing the same thing they tried charging with direct skin contact and indicated post implant in the or they saw full coupling boxes. The rep reported they didn¿t implant deeper than 1 cm. Patient though alleged the ins was tilted and too deep. It was noted that the recharger was still charging the ins, but with empty boxes and at a slow rate. The patient had an appointment with their hcp and the pocket would be assessed. There were no further complications reported.

Manufacturer narrative:
Product ID 37651 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the patient stated coupling was resolved and now they have full bars during recharging. The suspected cause of poor coupling and the ins being tilted too deep was "possible fluid and swelling post surgery." Issues with the ins being tilted/too deep and poor coupling was resolved through education on recharging. The issues were stated to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-nov-12 from the manufacturer representative (rep) stating that no further actions/interventions were taken to resolve the event and the patient claims that everything was working. The patient manually flipping the implantable neurostimulator (ins) in their chest resolved the issue and they are now getting 8 bars when charging.